Manufacturer narrative:
Insulin pump passed the displacement test, sleep current measurement, self test and active current measurement. All currents within spec range. The pump was monitored for several hours and no unexpected power loss or replace battery now alarm noted during testing. However, confirmed power error 25 in history file due to j6 connector resistance issue. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received power error alarm. Customer was able to clear alarm and rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.